Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (unsupported scope) was that the device was leaked while the user was handling the device, and water invaded. Then an abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, controlsection, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had incorrect shape of the insertion tube. The issue was found during reprocessing. Inspection and testing of the returned device found error code e315 (scope error) occurred. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Testing found error code e315 occurred due to an electrical continuity error caused by water invasion in the scope connector. The customer's allegation was also confirmed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. In addition, the device evaluation found that the electrical connector was immersed and corroded, the objective lens was shaved, the image was shadowy due to the damage on the objective lens, the adhesive on the bending section rubber had a chip, switch button one had swelling, the venting connector leaked, the suction cylinder was worn, and the light guide lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.